Event description:
It was reported by the pt's father, that his daughter is no longer responding to sound even though her speech processor is working properly. On (B) (6) 2008, the pt fell and hit her head on a handrail. No visible abnormalities over the implant site. Testing was carried out which showed 11 electrode channels with status 'hi'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.